Manufacturer narrative:
As reported in a research article, between april 2007 and june 2008, 30 patients were implanted with an amplatzer septal occluder; an event of erosion of the aorta and device explant was reported. A more comprehensive assessment could not be performed as the event was non-contemporaneously reported through a literature review and no device was received for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
The article, "late recovery of the cardiopulmonary exercise capacity after transcatheter amplatzer device closures for atrial septal defects in adults", was reviewed. This research article is a prospective single center experience to evaluate the change in the cardiopulmonary exercise capacity in asymptomatic or mildly symptomatic adult patients after a transcatheter asd closure using an amplatzer septal occluder(aso). Amplatzer septal occluder was associated with the study. There is no allegation of malfunction of the abbott device. The article concluded that the improvement in respiratory function in asd patients after the transcatheter closure may take a longer period of time than the cardiac function. The primary author is shigeki yoshiba, department of pediatric cardiology, saitama medical university international medical center, 1397-1 yamane, hidaka, saitama 350-1298, japan. The correspondence author is naokata sumitomo, department of pediatric cardiology, saitama medical university international medical center, 1397-1 yamane, hidaka, saitama 350-1298, japan with the email sumitomo@saitama-med.ac.jp.